Event description:
It was reported that during the procedure, this right atrial (ra) lead was exhibiting low amplitude, and the helix mechanism was difficult to extend. The torque wrench was accumulated, causing the helix to extend all at once instead of gradually. The physician was able to retract the helix mechanism, and attempted to extend it again. After several attempts were made to implant the lead, a dislodgement occurred, which was observed on x-ray. Additionally, the physician suspected that the lead was fractured. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead is expected for return.